Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor illumination both upper and lower ports for quite sometime. All surgeries completed using same equipment with no patient impact.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced the auxiliary illuminator ports were cleaned to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 10, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming tabletop lamp and the auxiliary illuminator ports needing cleaned. The manufacturer internal reference number is: (B)(4).